Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vein did not close uniformly following a radio frequency ablation procedure on (B)(6) 2016. A free floating thrombus was noticed in the vein. The patient was treated with lovenox. The lovenox treatment was discontinued on (B)(6) 2016.